Event description:
It was reported that during a laparoscopic gastric bypass, the patient was returned to surgery with a leak from the small bowel anastomosis. The staple line was interrupted. Staples were present on the proximal and distal ends, but not in the middle. The instrument had been fired without incident. The anastomosis was closed with stitches and the patient and abdomen were then closed.